Manufacturer narrative:
There is no evidence to suggest that the baylis nrg rf transseptal kit caused or contributed to the reported incident. However, this report is being submitted as the baylis medical devices were among the devices used during the procedure.

Event description:
The nrg rf transseptal kit was used in a cryoablation procedure. The baylis devices were used successfully for transseptal puncture and securing left atrial access to enable guiding of the flexcath sheath into the left atrium. The cryoablation procedure was completed without issue. However, the patient experienced pressure drop following the procedure requiring surgical intervention. A pen-sized hole was noted in the left atrial appendage. The surgery was completed successfully. Echocardiography was performed and the patient appeared to be stable. The patient was transferred to the ICU. The patient's condition subsequently declined and the patient experienced acute respiratory distress syndrome, heart failure, and respiratory failure. The patient expired on (B)(6) 2017. There is no evidence to suggest that the baylis nrg rf transseptal kit caused or contributed to the reported incident. However, this report is being submitted as the baylis medical devices were among the devices used during the procedure. Separate MDR reports have been submitted for the relevant components of the baylis nrg rf transseptal kit. The MDR reports for the nrg transseptal needle and protrack pigtail wire are submitted under MFR report #: 9710452-2017-00021 and MFR report #: 9710452-2017-00022, respectively.